Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported right side rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: -a sharp broken on posterior due to a surgical impact opening.